Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in a therapy that was initiated on (B)(6) 2013 at 23:15:28. During night drain cycle four, the patient's ultrafiltration reading was 1398ml, indicating the home patient (hp) drained 1398ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.